Manufacturer narrative:
Date of event: the exact event date is unknown, (B)(6) 2022 is best estimate as the initial email is dated 02/24/2022.

Event description:
Boston scientific became aware of a customer having issues with two fibers during photoselective vaporization of the prostate. The customer reported that each fiber tip broke off during use. Each time, the physician retrieved the fiber tips and completed the procedure with a second fiber without patient complication. It was further noted that there were no issues with each fiber after unpacking and prior to use. Boston scientific has been unable to obtain additional information, despite good faith efforts. This report is for the second fiber.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. (B)(6) 2022 is best estimate as the initial email is dated (B)(6) 2022. Investigation summary: based on the information available, the cause that contributed to the reported event cannot be established as the fiber is not available for analysis. However, additional information received clarified that the fiber tip did not break but instead the fiber could not be recognized by the laser console. The fiber was replaced and the procedure completed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
Boston scientific became aware of a customer having issues with two fibers during photo-selective vaporization of the prostate. The customer reported that each fiber tip broke off during use. Each time the physician retrieved the fiber tips and completed the procedure with a second fiber without patient complication. It was further noted that there were no issues with each fiber after unpacking and prior to use. Additional information clarified that the second fiber did not have a broken tip. Instead the second fiber was inserted in the laser console but it was not recognized by the console. The fiber could not be removed and it was stuck in the laser console. The fiber was eventually able to be pulled out with some force. The procedure with the second fiber was completed using another fiber without patient complications. This report is for the second fiber.